Manufacturer narrative:
Additional information updated: b5: describe event/problem. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented the tubing connector between pump and reservoir not properly connected; therefore, the patient was unable to obtain an erection. A surgical procedure was performed, during which the device was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented one of the connectors not properly connected to the tubing; therefore, the patient was unable to obtain an erection. A surgical procedure was performed, during which the device was explanted. No patient complications were reported.